Event description:
A distributor reports that the silicone tore next to the connectors. The tear occurred after 2.5 weeks.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The reporter was contacted for add'l info. In a f/u complaint form, the reporter states the product was removed from the patient and a new catheter was used. There was no report of a patient being harmed in this event. No add'l patient/event details have been provided. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.